Event description:
The account alleged the scale was reading off all of the time and could not be turned on. The account found fluid on the scale board which has caused corrosion to form on the board.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.